Event description:
A report was received stating a tracheostomy tube's cuff would not inflate during patient use. The patient was successfully re-intubated with a similar device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The referenced device was returned and evaluated for the reported "cuff won't inflate" issue. Visual inspection of the device showed no anamolies. An inflation/deflation test was performed. Air was applied to the cuff using a syringe. The cuff was observed to retain the air. The sample was left inflated 24 hours without issue. Additionally, the sample was submerged into a container filled with water and no leaks were observed. No failure was observed in the returned sample.